Event description:
The balloon burst inside the pt and separated from the shaft while inside the pt. The physician had to retrieve pieces of the balloon from inside the pt. The physician confirmed that all broken balloon pieces were removed from the pt successfully. A new atb advance balloon catheter was opened and used to complete the procedure. Per sales rep, the pt did not experience any adverse affects.

Manufacturer narrative:
(B)(4). No product or images were provided to assist in this investigation. Balloon burst, compliance, and fatigue verification testing has been completed. The rbp is documented in the IFU and label. The device is inspected to ensure balloon is undamaged. Vendor burst test a minimum of 5 balloons per lot. Each device is leak tested and the balloon bonds are examined. Each device is shipped with instructions for use (IFU) that delineates the proper inflation and deflation procedures. The IFU states "do not exceed the rated burst pressure. Rupture may occur. Adhere to balloon inflation pressure parameters." The root cause is inconclusive. We will continue to monitor for similar complaints. No add'l actions required at this time. Per (B)(4), add'l action is not required at this time based on the associated risk.